Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicates that dislodgement of the lv lead was confirmed via fluoroscopy and that there was no capture on the lead. The lv lead was explanted and replaced. No additional adverse patient effects were reported.